Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that they had been to their hcp because their ins was shocking them, and they were in so much pain and cannot even walk. Patient said that their ins was already off, but they were still in pain. Patient added that the pain was on and off for about a month, but lately, the patient has been experiencing extreme pain. Patient said that they called the ER, and they were told that the ER cannot do anything because they were not the one who put the implant. Patient mentioned that their hcp was on vacation. Sent physician listings to the patient.